Event description:
It is reported that the surgeon stated the femoral component was lacking the final precoat finish. The sales associate offered to open another component; however, the surgeon elected to use the already opened device to complete the procedure.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.